Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose value was 8.3 mmol/l. The customer was assisted with troubleshooting. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assembly. Electrical board was corroded around the battery connectors. Unable to perform functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to blank display. Device received has a crack on the battery tube which starts at the corner of the belt clip rails. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible.